Event description:
On 2/28/2024, zyno medical received a report that a pump had an "occlusion sensor module - unknown issue" during testing. This requires a new hex file to be sent for pump calibration. After the pump is calibrated, it is operational. No patient was involved as it was discovered during testing.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints about this device. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range for the 30 psi test. Consequently, it necessitated an adjustment to the pump's 30 psi threshold. Following this discovery, the end user requested a hex file to recalibrate the pump, setting the 30 psi threshold to 365. This adjustment was made from the original threshold of 321. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue.